Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer representative regarding a patient who received unknown morphine (20 mg/ml, 13.999 mg/day) and bupivacaine (20 mg/ml, 13.999 mg/day) in an implantable pump for an unknown indication for use. On (B)(6) 2017, the critical alarm occurred. The patient arrived at the clinic without symptoms. Telemetry indicated a motor stall occurred with no record of a recovery. The pump was explanted on (B)(6) 2017. It was noted the elective replacement indicator (eri) was 6 months and the reservoir volume was 6.5 ml at the time of replacement. The patient was fine with oral medication. The pump was to be returned. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis of the pump, model# 8637-40, serial# (B)(4), found a gear train anomaly (corrosion and-or wear and-or lubrication). The gear train anomaly/stall was due to the shaft bearing. Residue was observed on the gear shaft and corrosion was observed on gear wheel 3 of the motor gear train. If information is provided in the future, a supplemental report will be issued.